Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn under the lifevest equipment. Patient described the area as a red and purple burn under the front te pad. There was no alleged device malfunction contributing to the burn. There is no indication that the patient received medical intervention. Outcome of the burn is unknown as the patient has since passed away. There is no indication that the burn caused or contributed to the patient¿s passing.